Event description:
New information received noted that patient did not have any symptoms due to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with noise over-sensing on the right ventricular lead. Lead was capped and replaced on (B)(6) 2021. Patient was stable after the procedure. No patient symptoms were reported.